Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.

Event description:
It has been reported to us, during the procedure, that the tip of the guide wire separated from the shaft and remains inside the pt's vessel. The pt had a heavily calcified mid right coronary artery lesion. The physician inserted the guide wire into the pt, but had difficulty passing it through the lesion. The physician pulled back on the guide wire and the tip of the guide wire separated and remained inside the pt's vessel. The physician decided to leave the separated tip inside the pt, and placed a stent over the tip and trapped the tip against the vessel wall. The pt is reported to be fine.